Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(4) 2018 with blood glucose of 500 mg/dl. Customer¿s current blood glucose level was 176 mg/dl. Customer provides details regarding symptoms of their high blood glucose episodes such as nausea and vomiting. The customer was treated with syringe and intravenous injection. Customer stated that the allege insulin pump was under delivering. Customer was not using auto mode feature. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer was advised to call for high pressure test. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.